Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 3 patient samples on a cobas e 801 analytical unit. The initial results were not reported outside of the laboratory. The customer questioned the high results and repeated the samples on another analyzer. For patient 1, the initial troponin result was 54 pg/ml. The repeat result on another analyzer was 3 pg/ml. For patient 2, the initial troponin result was 74 pg/ml. The repeat result on another analyzer was 6 pg/ml. For patient 3, the initial troponin result was 80 pg/ml. The repeat result on another analyzer was 3.45 pg/ml.

Manufacturer narrative:
The troponin reagent lot number and expiration date were requested but not provided. The field service engineer (fse) found that the main pump had failed and replaced it. The service maintenance actions performed by the fse resolved the issue.